Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Corrected fields: d5 (operator of device): changed to "other." D5 (operator of device, other): changed to "boston scientific employee." G2 (report source): changed to "other." G2 (report source, other): changed to "boston scientific quality engineer." H7 (if remedial act init, type): changed to "other". H7 (if remedial act other, specify): changed to "advisory". H9 (correction/removal reporting #): changed to "z20002021".

Event description:
It was reported that this implantable pulse generator (pacemaker) was returned and analyzed without any field allegations against it's performance. The analysis revealed premature battery depletion due to a high current drain caused as a result of compromised capacitors. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pulse generator (pacemaker) was returned and analyzed without any field allegations against it's performance. The analysis revealed premature battery depletion due to a high current drain caused as a result of compromised capacitors. No adverse patient effects were reported.